Event description:
Ten months following the implantation of 3 cypher stents, the pt underwent successfull re-ptca of the target lesion with balloon and stent placement. Per the procedural physician, this event is highly probable to be related to both sutdy device and index procedure. The target lesion is currently unknown. As such, all 3 devices are potentially associated with this event.